Manufacturer narrative:
The field service representative (fsr) reviewed the data logs and confirmed that the roller pump had temporarily lost power. There were no other errors found. The fsr wiggled the cable with no issues observed. It was concluded that the cable had been a little loose and the team properly reconnected it resolving the issue. The roller pump passed all functional testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump temporarily lost power. The team adjusted/moved the cable in the back and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.